Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Perclose proglide device #2, part # 12673-03, lot # 66100-6h, is being filed under a separate medwatch MFR number.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the left common femoral artery using the proglide device after an interventional procedure. Reportedly, a cuff miss was experienced. When the plunger was pulled back, the suture was not attached. A second proglide was attempted with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse pt effects. Though requested, add'l info was provided.